Manufacturer narrative:
Block b3: exact date unknown, event occurred within the last year prior to the date the manufacturer became aware.

Event description:
It was reported that the patients battery stopped holding a charge. The patient underwent implantable pulse generator (ipg) revision procedure. Patient did well postoperatively. Rep was not able to return the explanted battery due to facility protocol.